Event description:
It was reported that a spectrum pump still displays full amount is infusing while delivering less. The problem occurred during an unspecified process step at the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device and observed error code 345 which prevented flow accuracy testing. The reported condition was not verified. The device will pass all testing before being returned to customer. During evaluation the device alarmed system error 345. The cause was identified to be an out of specification thermistor. The ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.